Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Spouse reports hp has been able to prime line and complete treatment with assistance of baxter technician. No patient injury or medical intervention required per spouse of hp.